Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the proximal circumflex artery. A 2.75x28mm xience alpine stent delivery system (sds) failed to cross due to resistance with the anatomy. While removing the sds, the stent got caught with an unspecified deployed stent that was slightly sticking out from the ostial left anterior descending artery. The stent dislodged and floated to the aorta, but it was successfully removed using a snare kit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Initial reporter: physician name added. The device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they are based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced, resistance was met with the totally occluded anatomy resulting in the reported failure to advance. During removal interaction with an unspecified deployed stent and/or manipulation of the device resulted in the reported difficulty to remove, the noted stent damages (stretched, mangled) and ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.